Event description:
New information noted that the right atrial lead and right ventricular lead were explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08428. It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the right atrial and right ventricular leads that caused inappropriate mode switches and right ventricular pacing inhibition. The patient was scheduled for lead revision. Patient remained stable.